Event description:
Patient presence was unknown. During troubleshooting, it was reported that there was a "localizer faulted" error and an amber light on the camera. The clinical specialist (cs) opened the network device interface (ndi) toolbox and reported there were bump status and internal temperature status warnings. It was reported that after talking with the hospital employee and after doing an imaging system spin for navigation, during a spine case, it had the error. They noticed it was the same error when it happened to their other navigation system. They brought the other navigation system into the room and did another imaging system spin. When the clinical specialist (cs) did the system checkout with technical services, they determined it was likely a depleted complementary metal-oxide semiconductor (cmos) battery in the camera.

Manufacturer narrative:
H2 correction: b5 updated to indicate - patient presence was unknown. Updated e2, e3, and g2. H3 additional information: b5, d10 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, serial lot/sw version: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When the x-ray technician locked at the system unit before the case at the bottom of the screen it said "projection error" the system would not allow navigation to occur and after a reset it showed a "localizer fault" error. No navigation was done after this "projection error" messages occurred because the system would not allow them to navigate. Since they could not navigate they could not visualize any errors or inaccuracies. The site notes this based on the system "projection error" message. The medtronic representative (rep) confirmed with the site that once the error message was seen, no navigation was done and no error was visualized. After a system restart, there was a "localizer fault" error. The system would not allow navigation and no inaccuracy we visualized. The system gave a "projection error" then they cycled system off and upon turning it on they got a localizer fault and then they switched to their other navigation system on site.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was encountering a "projection error". There was an alleged inaccuracy. Conflicting information regarding patient presence was received.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, ubd: , UDI#: h3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Correction: h6. The previously reported annex f code was incorrect and has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was going to be a lumbar tlif, but there was no patient present. The issue occurred pre-operatively.